Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta 2k, white foreign matter was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® edta 2k, white foreign matter was seen in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device evaluate by manufacturer? Yes. D9: returned to manufacturer on: 04-mar-2025. Investigation summary: bd received one sample and five photos for investigation. Evaluation of the sample and photos revealed the presence of embedded foreign material (fm) in the tube, characterized by white specks in the sidewall. Embedded fm is considered a cosmetic defect as it is isolated from any specimen. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.